Manufacturer narrative:
Consumer experienced a broken tooth. Additional contact information not provided.

Event description:
Consumer called stating that they think the vibration of the toothbrush resulted in a broken tooth.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.